Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a incisional hernia repair on (B)(6) 2011 and mesh was implanted. On (B)(6) the patient underwent a revision surgery to correct adhesions of the bowel to the mesh, resect the bowel and re-repair the hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/29/2019. Additional narrative: it was reported that the patient experienced abdominal pain and bowel obstruction following the procedure. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/18/2019.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced pain and scarring. No additional information was provided.